Manufacturer narrative:
The field service engineer (fse) observed ise noise error alarms and calibration failures. There was a problem found with two valves and they were replaced. The ise sewage tank and vacuum pump membranes were found to be damaged and replaced. The service actions performed by the fse solved the issue. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for two patients tested on two cobas 8000 cobas ise modules. The customer was experiencing recurring issues with voltage level and noise errors. After a field service visit, the errors persisted. The initial na results were not reported outside of the laboratory. For patient ID (B)(6), the initial na result on ise module serial #(B)(4) was 124 mmol/l. The patient's first repeat na result on the same ise module was 124 mmol/l. The patient's second repeat na result on another analyzer was 135 mmol/l. For patient ID (B)(6), the initial na result on ise module serial #(B)(4) was 124 mmol/l. The patient's repeat na result on another analyzer was 130 mmol/l. The na electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.